Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed based on the provided information; however, review of the submitted log files confirmed multiple low flow hazard alarms. According to the account, the low flow alarms resolved after an outflow graft stenting procedure. A specific cause for the reported outflow graft obstruction could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events of hypertension and shortness of breath could not be conclusively established. The system controller event log file contained events from (B)(6)024, per the timestamps. The system controller periodic log file contained data from (B)(6)2024, per the timestamps. Multiple low flow hazard alarms were captured on (B)(6)2024. Estimated flow values ranged from 2.3-2.4 lpm during these alarms. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft." Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information h6: health effect-impact and health effect-clinical codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The computed tomography angiography (cta) of the lvad ofg did not show evidence of thrombus or obstruction in the body of the graft. However, there was some concern in the area where the lvad outflow/cuff meets the graft material. That area was difficult to visualize on CT due to artifact/ shadowing from the lvad. Due to ongoing clinical suspicion for ofg obstruction, patient underwent intravascular ultrasound (ivus) interrogation of the ofg which showed ofg stenosis. There were no changes in patient anticoagulation that could have contributed to the event and no changes in pump parameters. Patient symptoms from the ofg obstruction included incessant low flow alarms as well as shortness of breath. A stent with 11x59 gore vbx graft was placed on (B)(6) 2024 as treatment. After stent was placed, low flows stopped. The patient has been at flow of ~4.2lpm as of last office visit.

Event description:
It was reported that a patient with a history of extrinsic outflow graft obstruction began having recurrent low flow alarms starting in october. The patient was euvolemic on exam and mildly hypertensive. The low flows were worsening as of 07nov2024. The flow only fluctuated from 2.4-2.5. Log files were submitted for review. The event log captured persistent low flow events throughout the log file with the estimated flow hovering around the 2.4 to 2.5 lpm mark. It was noted that the pulsatility index (pi) values were non variable and settled into the 3 range. These patterns are typically seen when there is an obstruction in the vad circuit. MFR # 2916596-2024-02623 (history of eogo with stent).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.